Event description:
Product problem. For the past year, for each fill, the patient has had a minimum of 2 out of 9 dexcom g7 sensors fail. He uses the cell phone app to read the sensors and gets a sensor failed message and has to put a new sensor on before 10 days. Confirmed the patient is using the sensors properly. Device code: 1559. Device compact code: 510. Patient code: 4052. Health impact code: 2199. Reference report cdrh-50089795. This report captures dexcom g7 sensor 10 day#2.